Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd received 3 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. The customer samples were evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 6 vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ signal¿ blood collection needle there was an issue with the cannula breaking off or pulling out. The following information was provided by the initial reporter, translated from swedish: discovers on sampling that the needle is broken, despite sterile covers.